Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is likely that this case was caused by unexpected stress on the camera head due to the user's handling, resulting in the failure of the charge couple device (ccd) unit, which resulted in the absence of images. The instructions for use includes the following statements: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
Additional information is not yet available for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty charge couple device (ccd) unit. Additionally, kinks were seen in the cable.

Event description:
As reported for this event, during reprocessing the device was observed to yield no image. There is no patient involvement and no harm reported to any patient.